Manufacturer narrative:
The suspect device was returned for a full evaluation. The device was visually and microscopically investigated. The complaint is confirmed however, the root cause of this incident could not be determined. It is possible the catheter met some resistance that led to the catheter detachment during manipulations over a stiff guidwire. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, a catheter tip detached within the patient. The physician had acquired retrograde arterial access. During catheter manipulations within the patient, the catheter tip detached. The physician successfully externalizes the foreign body from the patient. No additional consequences to report.